Manufacturer narrative:
The accounts engineer replaced the logic board to repair the bed.

Event description:
The account alleged that the trendelenburg and reverse trendelenburg functions are intermittently working.